Event description:
The account stated 6 donors generated prism hcv repeatedly (B)(6) results with reagent lot 10114li00, but was (B)(6) with another method and blot negative. No specific donor information or testing data was provided. The account noticed the increased (B)(6) with reagent lot 10114li00 for patient samples and the external positive control (pelispy) which has shifted upward since (B)(6) 2012. No impact to patient management was reported.

Manufacturer narrative:
No returns were available for this evaluation. The investigation team performed an evaluation and the results are as follows: a retained kit of prism hcv assay kit, list number 6a52-48 lot number 10114li00 was calibrated and the calibration met instrument specifications. All control values met control specifications and were in the typical range. To evaluate prism run control performance additional 18 replicates of abbott prism run control were tested and all values met specifications stated in the package insert. To evaluate the specificity performance of the reagent lot additional replicates of negative calibrator were tested. No atypical increased values or false reactive results were obtained (minimum value 0.17 s/co, maximum value 0.19 s/co). A review of prism metric field data was performed with regards to the repeat reactive rates for lot number 10114li00. The repeat reactive rate observed for lot number 10114li00 was in typical range and met the prism hcv package insert specifications. Review of the 100 member negative population testing for final release revealed no indications that the specificity of lot 10114li00 might be adversely affected. As part of this evaluation we have reviewed the complaint records for lot number 10114li00. This review did not identify any problems relating to the customer observation. A review of labeling concluded that the issue is sufficiently addressed in the labeling. Based on this evaluation, it has been determined that prism hcv assay kit, list number 6a52-48, lot number 10114li00, identified in this complaint, is performing acceptably.

Manufacturer narrative:
This report is being filed on an international product, prism hcv, list 6a52, that has a similar us product distributed in the us, prism hcv, list 6d18. (B)(4). A followup report will be submitted when the evaluation is complete. Evaluation in process.